Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic is torn in half and a haptic is torn off of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that, the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens, no suture required. No patient injury.